Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully, but the original cartridge could not be reloaded to resume insulin therapy. Technical support assisted the customer in loading a new cartridge with the proper technique, allowing them to successfully resume insulin therapy and resolve the issue.